Event description:
It was reported that (2) devices were used during a duodeno procedure. It was reported by the affiliate during the procedure, after having gone in and out of the 512sd trocar with instruments, the external seal breaks radially, so there is air leakage and the pneumoperitoneum cannot be maintained and the operation is prolonged. This also happens with the ms512. It was unknown how the case was completed. There was no further consequence to the pt. The devices are not being returned.